Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while cardioverting a 76-year-old female patient, a spark was seen on the top of the pad. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated or confirmed. Testing confirmed the device functioned properly and could deliver shocks using pads. No fault was found with the device. The electrode pads were noted to have an air bubble under the gel but appeared to be well coupled to the patient based on the device log. The device was recertified and returned to the customer. No trend is associated with reports of this type.